Event description:
A report was received via legal summons that a female patient, who has worn contact lenses for 10-12 years, was provided with renu with moistureloc multi-purpose solution by an eye care facility in 2005 and had developed an eye disease in her left eye. In 2005, the patient presented to her optometrist with complaints of photophobia, soreness, swelling, and tearing of the left eye (os). She was diagnosed with epidemic keratoconjunctivitis (ekc), and misdirected lashes nasally. A slit lamp exam reveled that superficial punctate keratitis (spk) was noted in a circumlinear pattern adjacent to the position of the in-turned eyelashes. The misdirected lashes were removed by forceps. Tobradex suspension (os) was given as treatment. No contact lens wear for 4 days was advised. On four days later, the patient was seen by another optometrist from the same clinic and was diagnosed with spk with dryness following complaints of eye irritation (os). The patient noted to have worn her contact lens that day. The physician reiterated to the patient to discontinue use of contact lens. Treatment of tobradex was continued and an unspecified non-preserved artifical tears was added. On three days later, the patient was seen again complaining that her eye condition worsened after she went out and raked leaves. She was assessed with increased corneal pain secondary to debris from yard work. While at the clinic, the patient's eye (os) was irrigated with unisol until all debris removed. She was also instilled with cyclogyl. The non-preserved artificial tears was continued while tobradex was discontinued as the spk was not resolving. The patient was started on zymar and was advised to not war contact lenses for an unspecified number of weeks. On two days later, the patient was seen again and although the patient stated her eye felt better, she complained of a foreign body sensation. The optometrist assessed the patient with infectious keratitis/lesions that started to appear larger in the patient's peripheral cornea (os) with what appeared to be a dendritic area in between the superior lesions. The patient was then referred to an ophthalmologist the same day for enhanced differential diagnosis. A report from the ophthalmologist indicated that the patient, with complaints of foreign body sensation, presented to him on the same day. Upon examination, the physician diagnosed the paient with corneal ulcer (os), as several 3 mm peripheral lesions not involving the central cornea were noted and appeared to be hyphae. The patient's visual acuity was 20/25 (os) with pinhole. The physician suspected a fungal involvement; therefore a corneal scraping was performed and cultured. The microbiology report indicated no growth. The patient was prescribed fortified vancomycin, tobramycin, natamycin, and cyclogyl. Tylenol was also given for pain, as needed. On the following day, the patient was seen in follow-up and presented with increased eye pain and swelling. Her visual acuity was 20/60 (os) with pinhole. Her epithelium started breaking down over the superotemporal lesion and her lesions appeared more fluffy with perineuritis starting to result. On eleven days later, it was reported that after series of cultures and a "wash-out" period of no medications, the patient's eye worsened with sterile hypopyon. Her visual acuity dropped to count fingers (cf) and she had pain and photophobia. Another physician was consulted on the patient's eye condition. This other physician suspected that the perineuritis was due to either a resistant gram negative organism (pseudomonas) or a very vigorous staph organism. Vancomycin and tobramycin were continued and another culture was performed, which also turned out to be normal. The patient was given zymar after she finished tobramycin. It was noted that the patient's lesion did not improve, her vision was dropping, and her pain was increasing. The physician did several more cultures after putting the patient through periods of no antibiotics and antifungal treatments. After several scrapings, it was noted that the eye did not improve. The physician suspected acanthamoeba and until it was confirmed, the patient was started on brolene and neosporin. The patient was referred to an eye institute wherein a corneal biopsy was performed and confirmed the occurrence of acanthamoeba. The patient was given triple therapy consisting of phnb, brolene and neosporin. As of the following month, the referring physician noted that the patient's corneal ulcer was improving, her pain was decreasing, and her vision was returning. The patient was also being monitored bi-weekly by the second physician at the time of this report.

Manufacturer narrative:
Bausch and lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.